Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Daughter is calling on behalf of the customer. Customer is concerned with readings obtained (B)(6) 2017 at 9:40 am of 38mg/dl, 143mg/dl, and 122mg/dl back to back fasting. Customer is also concerned with readings obtained on (B)(6) 2017 at 1:21 pm of 212mg/dl and 116mg/dl fasting. The customer's expected fasting blood glucose test result range is 110 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 138 mg/dl using truemetrix meter and 140 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/20/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: a 116mg/dl, (B)(6) 2017 01:22 pm, fasting:yes. A 212mg/dl, (B)(6) 2017 01:21 pm, fasting:yes. A 116mg/dl, (B)(6) 2017 01:57 pm, fasting:yes. A 204mg/dl, (B)(6) 2017 11:24 am, fasting:no. A 122mg/dl, (B)(6) 2017 09:44 am, fasting:yes. Customer states she opened the vial with lot#mt1968 today (B)(6) 2017, the vial that was used for (B)(6) 2017 readings was finished. Customer is managing her diabetes with metformin 3 times a day, customer has not had any recent changes in her daily routines.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Daughter is calling on behalf of the customer is concerned with readings obtained (B)(6) 2017 at 9:40 am of 38 mg/dl, 143 mg/dl, and 122 mg/dl back to back fasting. Customer is also concerned with readings obtained on (B)(6) 2017 at 1:21 pm of 212 mg/dl and 116 mg/dl fasting. The customer's expected fasting blood glucose test result range is 110 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 138 mg/dl using truemetrix meter and 140 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/20/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer states she opened the vial with lot#mt1968 today (B)(6) 2017, the vial that was used for (B)(6) 2017 readings was finished. Customer is managing her diabetes with metformin 3 times a day, customer has not had any recent changes in her daily routines.